Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to the patient being scoped in office. During the appointment, fluid was moving through the system and some coaptation was seen; however, the physician did not indicate whether it was believed that atrophy might have caused the device to malfunction. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. The patient was expected to do well following the intervention.